Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2xm57, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# va2xm57 serial# implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: va2xm57, ubd: 31-oct-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that impedance ran, amp limit reached at 0.3 on all programs except program 2. No impedance at time of implant. Patient follow up at 4 weeks and all impedance out except program 2. Patient denies fall. Impedance ran and amplitude increased for each program, impedance out on all connections for lead 0. It was reported that impedance was good after surgery, 4 weeks ago. But when impedance was tested, yesterday, all electrodes were greater than 4k ohms except electrode #1. Patient reported that she was still leaking during the follow up visit, that lead to rep checking impedance. Rep said she moved patient to prog#2 and patient can feel stimulation. Rep said hcp will order x-ray to check on any lead issue. Patient didn't have knowledge or wasn't aware of any falls/trauma that could have cause impedance issue. Technical services(ts) and rep discuss possible causes of impedance issues. Troubleshooting was not required. The issue was not resolved through troubleshooting.